Event description:
Patient (B)(6) was seen in clinic and reported experiencing significant pain after playing sand volleyball. The patient was seen at an out-of-state ER. The CT scan shows that the one of the apifix screws is loose. Due to the pain and loose screw, this patient will have another surgery to remove the apifix device early (B)(6) 2025.